Event description:
It was reported that the head end of the cot dropped toward the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): third party evaluation.